Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 03-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the bio-ID had no light and displayed a message indicating it required maintenance. Staff were unable to log in without a password. A field service engineer determined that the usb cable was unplugged at one end. The cable was reseated. After the repair, the bio-ID remained connected throughout multiple fingerprint scans in both the main and test applications. The system functioned as intended after the field service engineer completed the repairs.

Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the biometric identifier required maintenance. The customer stated that a malfunction occurred when the user attempted to dispense medication to the patient. However, there were no delays, adverse events, or injuries reported as a result of this event.